Event description:
It was reported that loss of capture was seen on the pacemaker electrogram (egm), resulting in heartrates in the 30 beats-per-minute range. Technical services (ts) was contacted, and ts discussed programming options. The pacemaker system remains in service. No adverse patient effects were reported.